Event description:
The device was disassembled during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.

Manufacturer narrative:
Follow up being submitted for corrected information.

Event description:
The device was disassembled during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.